Event description:
This is the first of three reports. Slippage of the device was reported. It was unknown which of the three pieces the surgeon used actually slipped. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: no issues observed. Unit cleaned per protocol (B)(4). With respect to the returned unit it has passed all specific functional testing requirements, except for the shock cushion has moved forward in handle and is impeding 6in transitional from going into handle; this would not have caused slippage. When unit is properly positioned and put under pressure, unit would not have slipped. No manufacturing or design related trend has been identified. Conclusion: in summary the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required. The mayfield patient positioning for success chart has been provided as a refresher tool.